Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting an increase in shock lead impedance measurements over the past year, most recently ranging, 150-160 ohms. These measurements are out of range for this lead. The physician administered a synchronized 41j shock to test the right ventricular (rv) lead integrity, this resulted in a shock impedance measurement of 87 ohms. Technical services was consulted. At this time, due to patient conditions the physician is opting to not perform surgical intervention. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention required to perform 41j synchronized shock. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high out of range shock impedance measurement.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) has been exhibiting an increase in shock lead impedance measurements over the past year, most recently ranging, 150-160 ohms. These measurements are out of range for this lead. The physician administered a synchronized 41j shock to test the right ventricular (rv) lead integrity, this resulted in a shock impedance measurement of 87 ohms. Technical services was consulted. At this time, due to patient conditions the physician is opting to not perform surgical intervention. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention required to perform 41j synchronized shock. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
This supplemental report is being filed as the conclusion code was updated after the product investigation was performed.